Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units, and the cartridge became empty faster than expected. In addition, the customer reported that the insulin gauge remained static at 80 units after filling the cartridge with 200 units. Although requested, the customer declined to reload the cartridge with tandem technical support. Blood glucose level ranged from 200 to 210 mg/dl.